Event description:
According to the reporter, during a laparoscopic distal gastrectomy, during the transection of the gastric body, the connector part of the reload broke off. No components fall into the patient cavity. To resolve the issue, a new reload was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, during the transection of the gastric body, the connector accessories of the reload broke off. No components fall into the patient cavity. To resolve the issue, a new reload was used. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full complement of staples. The lock ring was observed to be broken. Functionally, the reload was able to be loaded into a representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the connector part of the reload broke off. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The damaged reload lock ring may occur due to improper orientation of the lock ring or over-flexure of the reload while attached to the instrument, over-torquing during unloading, or if an attempt is made to unload the reload without using the release button. The evaluation detected an unreported condition: thick tissue. Visually, the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: depending upon the stapler handle used, also refer to the applicable instructions for use for the staplers and powered stapler handles used with adapters for specific indications, contraindications, warnings, precautions, and operating instructions. To load the stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.